Manufacturer narrative:
Product event summary: analysis confirmed the reported event; ventricle connector was broken. Analysis also found the lower case was broken, lead flex cover was contaminated, and the battery contacts were compressed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) had a broken ventricle clip. The epg was returned for repair. There was no patient involvement.